Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going on vad support. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a pump pocket infection. The patient was afebrile (36.7c). Blood cultures were positive for staphylococcus aureus. On (B)(6) 2015 the patient underwent excisional debridement of the pump pocket area. On (B)(6) 2015, the patient underwent a second debridement with placement of a wound vad. Unspecified changes to the patient's medication regimen were made. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 82 days. The patient remains ongoing with the implanted device. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.